Event description:
It was reported that the patient presented for an rf ablation procedure. It was noted that the right ventricular lead had a lead slack issue and failed to capture. The lead was explanted and replaced. There were no patient consequences.